Manufacturer narrative:
On (B)(6) 2023, the customer informed the remote service engineer (rse) that the standby issue was still occurring. The customer accepted a quote for onsite service and parts replacement. A field service engineer (fse) went onsite on 22aug2023 to evaluate the device. Investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not going into standby mode. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) informed the customer to complete a zeroing of the flow sensors and advised the customer that this can be referenced in the service manual revision r. The customer biomedical engineer (bme) stated that the flow sensor calibration did not resolve the issue. The customer was advised to replace the flow sensor assembly or the gas delivery system (gds). The customer was advised that both of these parts are currently on backorder. Investigation is ongoing.

Manufacturer narrative:
H11: during onsite service by a field service engineer (fse) on (B)(6) 2023, it was found that the gds needed to be replaced due to an incorrect air value reading. H10: on (B)(6) 2023, the fse went back to the customer site, installed a new gds, and performed a performance verification test (pvt) per the manufacture's specifications. The device passed all testing included in the pvt. It was additionally clarified that the device was in use at the time of the reported problem. Multiple good faith efforts (gfe) were attempted to obtain the patient information from the time of the event. No response or further information was received from the customer regarding the patient information. No patient harm reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.